Manufacturer narrative:
(B)(6). The actual devices were not available; however, two (2) retained samples were evaluated. The samples were opened and connected and disconnected to a set with no issues noted. The samples were under water leak tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink IV access valves were leaking from an unspecified location. This issue was identified before patient use. There was no patient involvement. No additional information is available.